Event description:
It was reported that the ventilator stopped ventilating the patient. The nurse or emt heard a ticking noise and no alarm. The ventilator was turned off and turned back on with no resolution. An ambu bag was used on the patient for the remainder of the transport. No patient harm reported.